Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Eight unused reciproc files r25 8/100 25mm 025 were returned. The involved instrument broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1709941, #1712721, #1712112, #1707891, #1713912, #1714385 and #1713462). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Eight unused reciproc files r25 8/100 25mm 025 were returned. The involved instrument broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1709941, #1712721, #1712112, #1707891, #1713912, #1714385 and #1713462). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.